Event description:
A customer reported to a company sales rep that since the addition of the lint-free paper towels to their eye packs, the surgeon has noted blue fibers in the anterior chambers of post-operative pts. The fibers were not removed. There was no pt harm reported.

Manufacturer narrative:
A sample has been received and in-house investigation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).